Manufacturer narrative:
On february 8, 2023, the mentor failure analysis lab received the device for evaluation. On february 15, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 370cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Patient's ethnicity and race is currently unknown. It was mistakenly reported as african american under initial report event description field b5. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4). Patient's race and ethnicity under event description (b5) initial report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade ii/iii. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 50-year-old african american female patient underwent unspecified breast surgery with 370cc mentor memorygel xtra breast implant on both sides and experienced capsular contracture; baker grade iii on her right side postoperatively; diagnosed in person. The patient has consulted with the healthcare professional. As a result, the devices will be explanted on (B)(6) 2023. On (B)(6) 2023, mentor became aware that the patient experienced bilateral capsular contracture (baker grade ii/iii on the left and grade iii/IV on the right). This medwatch report is for the patient¿s left-sided device.